Event description:
Procedure type: low anterior resection. According to the reporter: during insertion of the device, the user pushed the safety release to the front. This broke the safety between the trigger and handle. This prevented the instrument from firing completely. Subsequently the staples did not reach the anvil and did not form properly. No further info has been disclosed by the reporter.